Event description:
It was observed that during the device evaluation, the subject device exhibited a noisy image. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: faulty image sensor unit. The event can be detected by handling the device in accordance with the following sections of instructions for use: bf-290 series IFU operation manual ¿chapter 3 preparation and inspection 3.8 inspection of the endoscopic system. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.